Event description:
During the device evaluation of the gastrointestinal videoscope, the c-cover was observed to be burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the c-cover burn is due to the use of a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device, which led to this event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.